Event description:
Event was reported to caldera medical by an attorney. The patient has suffered stabbing, burning pain, painful sexual intercourse, painful when urinating, bleeding, and recurrence of incontinence. No further information has been provided.